Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the treatment of a 120mm abdominal aortic aneurysm. However, it was reported that on CT examination completed approximately 3 years post index procedure, migration of the stent graft and a type ia endoleak was observed. It was reported that the patient was treated using a endurant cuff and endoanchors resolving the endoleak. It was reported that the cause of the event has not been determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
The diameter of the abdominal aortic aneurysm at the time of implant is unknown. The CT scan revealed that the abdominal aortic aneurysm is 120 mm in diameter at intervention. If information is provided in the future, a supplemental report will be issued.